Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper case is broken. Battery contacts are compressed. The ring is bent. Battery drawer cover is broken off. Keyboard window is scratched.

Event description:
It was reported the epg (external pulse generator) displayed an error message. The biomedical engineer could not duplicate the error, except when the pause key was used. It was further reported that the pause key was not working. The epg was returned for repair. There was no patient involvement.